Event description:
Per received report: despite several unsuccessful attempts to detach the coil, the physician decided to withdraw the coil. During the withdrawal process, unintended detachment occurred in the microcatheter which required a snaring device to recapture the coil. The entire system was withdrawn with no pt injury reported.

Manufacturer narrative:
The device positioning unit (dpu) passed electrical testing. Two possible contributing factors to the coil's nondetachment followed by an unintended detachment inside the microcatheter during removal were found. The first contributing factor was most likely due to the melted detachment fiber located above the resistive heating coil's socket ring. The melted fiber may have temporarily captured the coil before releasing it during retraction. In addition, without the return of the detachment control box (dcb) and the connecting cable used in the procedure, it cannot be determined if these components contributed to the complaint event. The second contributing factor may have been the use of the prowler select plus microcatheter (0.021") if it was involved in the complaint. It was stated that it was unk if an echelon 10 or a prowler select plus microcatheter was used. However, the prowler select plus microcatheter was returned with the snare fully advanced inside. Therefore, if the selection of a noncompatible 18 series microcatheter was used with a 10 series microcoil system, it may have caused the detachment fiber to lose tension. The larger lumen of the 18 series microcatheter may have produced add'l stresses on the coil especially at the articulating junction between the detachment fiber and the coil's socket ring. The loss of detachment fiber tension may have led to the current location of the melted fiber above the resistive heating coil's socket ring. In this condition, the melted fiber may have temporarily captured the coil before releasing it during retraction. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.